Event description:
Pt reported, the infusion device displayed a low battery alert. She changed the battery but was unable to start the infusion device because, the buttons would not respond to press. She removed and reinserted the battery, and an e8 power interrupt error appeared. She was unable to clear the error message due to the non-functional buttons. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 power interrupt errors were found in the history list. The soft components of the housing are worn down heavily; therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons passed the optical and functional investigation successfully and meet the specifications. The pump correctly triggered an e8 error as a result of the power interrupt while the pump was in run mode.